Event description:
Pt had a pathologic compression fracture through t11. Procedure (kyphoplasty) was done to release the compression, to fill in cavity. While treating a cavity within the vertebral body using the curetting device the tip of the device fractured and remained inside the vertebral body. However, the cavity was filled with opacified methyl methacrylate (like a cement).